Manufacturer narrative:
No conclusion code available. The reported field event of backup vvi was confirmed in the laboratory. Review of the device image indicated that device had battery voltage around 2.26v around the time of the bvvi and that autocapture mode was enabled with high output mode events. These events can cause higher than normal current draw resulting in transient low battery. This, coupled with the low battery voltage, can lead to a temporary eol voltage level and cause backup operation. This likely low battery voltage caused a check sum error, leading to bvvi. After product code download, the device showed normal characteristics without load. When load was applied, the device went into bvvi operation. The device was cut open and battery voltage was measured to be 1.80v which is eol level. The implant duration was 6.35 years, which exceeded the device's 5.8 year projected longevity, and is considered normal battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had gone into backup reset mode due to device had reached eri. In (B)(6) 2015 the remaining longevity was 1.25-1.5 years. Due to changes in output/parameters, the current drain may have increased causing a shorter longevity than was estimated at the previous follow-up. The device was explanted. Patient was in good condition prior, during and post-procedure.